Manufacturer narrative:
(B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the infusor and the product met specification. The unit was determined to be a conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused while in use on a patient. The infusor was filled with fluorouracil, 112.6 ml with diluent sodium chloride 130.4 ml for a total volume of 243.0 ml (storage temperature 22 degrees celsius). The intended delivery rate was 5 mls/hour. The actual delivery rate was approximately 2mls/hour and the infusion was completed in 4 to 5 days (no further detail was provided). There was no patient injury or medical intervention associated with this event. No additional information is available.